Event description:
The event occurred in the us. It was reported that the rotaflow console shut off unexpectedly yesterday without any alarm/warning. The perfusionist was transporting the patient on a rotaflow and an impella device from the cvor to the ICU. The rotaflow was located in the bed between the patients legs. When they arrived at the ICU, the ECMO specialist on the ICU noticed that the rotaflow was turned off and asked the perfusionist what had happened. After hitting the on/off button, the rotaflow turned back on, and flow was restored. The customer states that no adverse effects to the patient was noted, and that the circuit breaker in the back was never turned off. Furthermore, the customer stated that there was plenty of battery power left on the device. The customer states that they believe that the on/off switch was somehow inadvertently pushed during transport and accidently turning the rotaflow off. According to the customer the affected device is not equipped with the protection against inadvertent actuation of the on/off switch button and the rotary knob as the rotaflow console is not an ICU variant, so the on/off button was not covered. No harm to any person has been reported. Complaint ID: 944630

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the us. It was reported that the rotaflow console shut off unexpectedly yesterday without any alarm/warning. The perfusionist was transporting the patient on a rotaflow and an impella device from the cvor to the ICU. The rotaflow was located in the bed between the patients legs. When they arrived at the ICU, the ECMO specialist on the ICU noticed that the rotaflow was turned off and asked the perfusionist what had happened. After hitting the on/off button, the rotaflow turned back on, and flow was restored. The customer states that no adverse effects to the patient was noted, and that the circuit breaker in the back was never turned off. Furthermore, the customer stated that there was plenty of battery power left on the device. The customer states that they believe that the on/off switch was somehow inadvertently pushed during transport and accidently turning the rotaflow off. No harm to any person has been reported. Due to the reported shut down during use a report is required. The affected rotaflow console with s/n (B)(6) was servived by a getinge field service technician and the technician could not reproduce the reported failure. The rfc was tested and no abnormalities or evidence of any failure or incorrect function were found. The device was put back in use. According to the customer the affected device is not equipped with the protection against inadvertent actuation of the on/off switch button and the rotary knob as the rotaflow console is not an ICU variant, so the on/off button was not covered. Based on these investigation results the reported failure "shut down" could not be confirmed. However, the failure mode "shut down" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4): pump stop intervention after technical error unintended rpm change by user unintended switch off by user (accidental) disconnection of mains (plug). The review of the non-conformities was performed on 2024-08-27 and during the period of 2019-03-20 to 2023-12-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2019-03-20. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).